Event description:
Optical module, model om-2, serial number (B)(4) was reported by customer as having the svo2 fault message "red/ir transmit" displayed. No patient injury was reported.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the error code was svo2 drifting. In-vitro calibration was carried out successfully; however during analysis the svo2 value was found to be out of specification. Upon further investigation, it was determined that the trilens (optical lens) component was faulty causing the svo2 drift. Although the root cause for this damage cannot be determined, there are multiple potential causes for a faulty trilens, including: misuse, dropping, normal wear and tear, blood spillage, misuse of chemicals to clean the lens. This is a re-usable product and this particular om2 is approximately 7 years old. There is no evidence of a manufacturing related issue. The service history record for this device was reviewed and all manufacturing requirements were met. Since (B)(6) 2009, this type of product carries a use by date of 42 months. The faulty cable cannot be repaired and was decommissioned.